Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal lioresal 2,000 mcg/ml. The lioresal was delivered at an unknown dose via an implanted pump system. The lot number was unable to be obtained as it was not documented. A motor stall occurred. They were able to "force a motor stall recovery with multiple interrogations". The patient was to be referred for a replacement (and surgical intervention was planned, though not scheduled). The pump would need to be returned for analysis. The issue was resolved at the time of the report, and the patient's status was alive with no injury. No patient symptoms were reported. Additional information was requested to determine the start and end date of lioresal intrathecal infusion, lot number, and daily dose; what other medications the patient was taking at the time of the event; the patient's pertinent medical history; when the motor stall occurred; what symptoms the patient experienced; what troubleshooting was performed; and what caused the motor stall.